Event description:
Boston scientific received information that during the implant of a new pulse generator, this chronic right ventricular lead displayed high shock impedances greater than 125 ohms. A 1.1 joule synchronized shock along with a maximum energy shock was used to test the integrity of the lead. Shock impedance measurements during these tests were within range. The physician will continue to monitor the lead and the new device was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this right ventricular (rv) lead exhibited out of range shock impedance measurements. Boston scientific technical services recommended testing the lead. The system remains in service. No additional adverse patient effects were reported.